Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported the patient was on impella 5.5 support and during support, the patient had ectopy and dobutamine discontinued with improvement in rhythm. Additionally, the pump's inflow was rotated towards septum but free of mitral valve apparatus at 5.1 cm inflow to aortic valve. The pump was not repositioned. Staff monitored. Weaning was successful, the device was explanted, and the procedural outcome was the patient survived surgery.